Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the pacemaker exhibited episodes of noise. The pacemaker was eventually implanted and the patient experienced no consequences.